Event description:
During the use of the ethicon ets flex 45 endoscopic articulating linear cutter, when the instrument was closed on tissue, a crunching sound was heard and the instrument would not fire or release. The instrument was forced open by the assisting surgeon, and removed. A linear cutter from a different manufacturer was then opened and used to complete the procedure. There were no adverse effects to the patient noted at the time of the procedure. The ethicon product that malfunctioned was given to me for follow up. I am completing this report for the operating room staff that were present during the case.